Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and confirmed a leak from reagent probe a. The fse proceeded to replace reagent probe a wash collar valve to resolve the issue and no further leaks were observed.

Event description:
The customer reported a leak from the reagent probe of the unicel dxc 800 pro synchron system. The customer discovered fluid in the drip tray under the probe and indicated that the leak was contained within the instrument. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event. The customer inspected the instrument and discovered that the t-valve mounting screw was loose. The customer tightened the loose screw but the leak was not resolved and requested for service to evaluate the instrument.